Event description:
During preventative maintenance of the device, the user reported that the system would not function on battery power. Software displayed full battery capacity. Problem solved after replacing power manager board. Since the event occurred during preventative maintenance, there was no patient involvement during this event.